Manufacturer narrative:
During on-site investigation it was concluded that the reported pre-use check failure was caused by a faulty air gas module. The part has not been returned for investigation. The reported failure is confirmed in received device test logs. The logs show that the internal leakage test had failed for the first time on (B)(6) 2017 and the date of event is updated accordingly. However the logs could not clearly point out a failure in the air gas module. The air gas module regulates the inspiratory air gas flow to the patient and it¿s failure may lead to high pressure and/or low or high oxygen concentration. Alarms would be generated if the set alarms limits are exceeded. If the failure is present it would be detected during pre-use check. However since the air gas module was not returned for investigation, the root cause of the reported failure cannot be determined.

Event description:
(B)(4).

Manufacturer narrative:
The replaced air gas module which regulates the inspiratory air gas flow to the patient has been returned for investigation. The reported internal leakage test failure has been reproduced during test of the returned air gas module in a reference ventilator. Performed pre-use check failed in several tests since the air gas module was delivering higher flow than intended. During ventilation the following alarms were generated: ¿high continuous pressure¿, ¿expiratory minute volume: low¿, ¿respiratory rate: high¿ and ¿peep high¿. The failures were caused by a drifting delta pressure transducer which is part of the flow measuring in the air gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which in turn may lead to failures in pre-use check and activation of alarms during ventilation. The root cause of the pressure transducer¿s offset drift has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check, displaying a message "system volume too large". There was no patient involvement. (B)(4).